Event description:
Patient had successful implant of a bifurcated device and a proximal cuff. After being in recovery for about two hours, the patient complained of severe chest pain, which was caused by thrombosing of the graft. A fogarty balloon was used to clear the clot. Angiogram revealed that the graft was clear. Later that night/early morning, the patient complained of chest pain again; the lad had thrombosed. A thrombectomy was performed. The patient was properly heparinized during all procedures, no clot formations were noted, tests are currently being done to confirm whether or not the patient is in a hypercoagulated state.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's possible hypercoagulated state may have contributed to the event. Device was discarded by hospital.